Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said for the past 4-5 weeks the implant site is hurting and they think there is something wrong with the implant. Patient said they don't know if they have gotten it twisted or if some scar tissue is built up around it and moved it around. Patient asked to contact local rep to check the implant. Patient service reviewed role of representative and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.